Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary: this statement summarizes the investigation results regarding a complaint that alleges ¿discrepant result¿ when using kit grp a strep 30 test veritor (material # 256040), batch number unknown. The customer reported receiving a discrepant result with ver 256040 gr a strep. They read the test at 5 minute and the result was negative. The test device was not disposed, and in 5 minutes the customer noticed a development of a faint line on the test that was not present prior. They ran it through the analyzer again and it read positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because no batch number was provided. No photos or physical samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. No corrective actions were taken at this time.

Event description:
It was reported when using the kit grp a strep 30 test veritor that the user visually inspected the cartridge after an additional five minutes outside of the development window and questioned the negative patient result when a second line appeared on the device. No health impact or consequence reported.